Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the popliteal artery using a lightning aspiration tubing (tubing), an indigo system aspiration catheter 7 (cat7), and a penumbra engine (engine). During the procedure, the lightning unit indicator light turned solid red after powering it on. To troubleshoot, the lightning unit was disconnected and connected again, the engine was unplugged and plugged back in; however, the lightning unit indicator light remained solid red. Therefore, the lightning was removed. The procedure was completed using a new lightning, the same cat7, and the same engine. There was no report of an adverse effect to the patient.